Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit missed the nail and went anterior to the nail during a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2015. The helical blade was then inserted thru the drilled path and radiographs were then taken which revealed that the helical blade was implanted anterior to the nail. The helical blade and nail were then removed and the same instrumentation was utilized and a new nail and helical blade were inserted without difficulty. It was noted that at the start of the procedure the alignment of the instrumentation was checked and confirmed to be accurate. The procedure was successfully completed with a 30 minute surgical delay. This is report 2 of 6 for (B)(4).